Event description:
The manufacturer received information that an internal battery error occurred on a trilogy 100 ventilator device. No patient harm or injury was reported. The device was evaluated by the manufacturer and the internal battery will be replaced to address the reported issue.